Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the healthcare provider was uncertain if it was (B)(6) 2016 or (B)(6) 2017 when the patient first began having symptoms. No further patient complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient currently receiving baclofen (2000 mcg/ml at 544 mcg/day via flex dosing mode) via an implanted pump. The patient¿s medical history included cp (cerebral palsy). The indication for pump use was cerebral palsy and intractable spasticity. The patient¿s mother reported that the patient had been more agitated, sleeping less, having increased spasticity, and scissoring of extremities since approximately (B)(6). At the most recent refill on (B)(6) 2017, the doctor reportedly noticed a fluid collection around the pump. The doctor was able to aspirate the area but after the pump refill the collection of fluid built back up around the pump. On (B)(6) 2017 the patient was reportedly more agitated with increased spasticity so the patient was admitted through the ER (emergency room) to the hospital. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were done. A catheter dye study was discussed with the patient¿s family, but the patient was admitted before that occurred. On (B)(6) 2017 the patient was taken to surgery. The surgeon noted a visible fracture of the catheter near the pocket. The catheter was revised/repaired. The surgeon declined aspirating the catheter or priming the catheter after the repair. The patient¿s dose was reduced by 2 mcg/hour at the pump managing physician¿s recommendation for a daily total of 544 mcg/day (20 mcg/hour with 64.9 mcg bolus over 2 minutes at 2:00 am daily). The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.